Manufacturer narrative:
A2 age at time of event: 18 years or older. Upon receipt at our postmarket quality assurance laboratory, the smartfreeze cryoablation cable was visually inspected and found to have an o-ring that was separated from the rest of the cable. Microscopic images showed no additional damage on either end of the cable. After the o-ring was repositioned, the device was connected to the smartfreeze gold system to test functionality. A 120 second ablation was performed on each end of the cable using a known-good catheter. No errors were displayed on the console, and obp decay was less than 0.3 psig in both instances. Due to the lack of evidence, the investigation did not reach a definitive conclusion, and the root cause of the reported issue could not be established. If any further relevant information is obtained, a supplemental medwatch report will be filed.

Event description:
It was reported that the rubber seal of the connection part came off. During the event, the smartfreeze cryoablation cable was selected for use. It was reported that the rubber seal of the connection part came off. The procedure was completed using a different device of the same model, without any patient complications. The original device is expected to be returned for product analysis. No further details have been provided.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the rubber seal of the connection part came off. A smartfreeze cryoablation cable was selected for use. During the procedure, it was noted that the rubber seal of the connection part came off. The procedure was completed with another of the same device. No patient complications were reported. The device is expected to be returned for analysis.